Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that listed specification requirements for material composition, moisture content, and storage requirements. A clinical review states that based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. According to case details, the fragment that had remained in the tunnel was forcibly removed and the procedure was completed using a back-up device. The patient was reported as stable. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 b5: event description updated.

Event description:
It was reported that during an acl tibial tunnel procedure, the biosure screw fractured and opened halfway through when the screw threads had entered in the patient's tunnel. The fragment that had remained in the tunnel was forcibly removed. The procedure was completed with a smith and nephew back up device using the original drilled bone hole, no void left in patient. There was a delay less than 30 minutes and no further complications were reported. Patient is stable.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl tibial tunnel procedure, the biosure screw fractured and opened halfway through when the screw threads had entered in the patient's tunnel. The fragment that had remained in the tunnel was forcibly removed. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported. Patient is stable.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the proximal end intact, the distal end was fractured away and not returned, the center of the device is split in half along the long axis. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device composition document found listed specification requirements for material composition, moisture content, and storage requirements. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force induced to the screw or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.